Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment issue with an adc device due to exposure to moisture. As a result, customer reported experiencing a seizure and/or a loss of consciousness. There was no third-party intervention or treatment by a healthcare professional reported for this issue. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment issue with an adc device due to exposure to moisture. As a result, customer reported experiencing a seizure and/or a loss of consciousness. There was no third-party intervention or treatment by a healthcare professional reported for this issue. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.